Manufacturer narrative:
Service was not dispatched as the customer identified the root cause of the event and repaired the instrument. The root cause was pinched washed solution tubing.

Event description:
The customer reported that on (B)(6) 2011 erroneous sodium (na), potassium (k), calcium (calc) and glucose (glu3) results were generated from a synchron cx delta clinical system. The erroneous results were reported outside of the laboratory, however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer identified that the instrument possessed pinched wash solution tubing. The customer repaired the tubing. After the repair, samples were repeated in instances where they did not meet laboratory delta check specifications. Results were amended where necessary. Instrument quality control (qc) results prior to the event demonstrated imprecision, and after the event recovered high. Samples were serum or plasma samples.